Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 425cc, serial number (B)(4), catalog number 3501670 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implant that the patient experienced left sided capsular contracture (baker grade IV) and right sided deflation/pain. Examinations were performed which confirmed the reported issue. As a result, the patient scheduled for bilateral removal and replacement on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
On 5/16/2018, additional information indicated that the patient bilateral replacement devices were mentor silicon srf 450cc. Additional information received on (B)(6) 2018 indicates the date of the removal and replacement is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On, 03/29/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).